Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC catheter for evaluation. Initial visual inspection did not reveal any defects or anomalies. After failing functional testing (see below), microscopic examination revealed there was a hole in the juncture hub. The defect appeared consistent with a molding issue. The total length of the catheter body measured 20.75" which is within specifications of 19.6875-21.6875" per catheter graphic. The outer diameter of the catheter body measured 0.05580" which is within specification of 0.053-0.057" per extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with the kit states, "attach syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." Each lumen was flushed with a lab inventory syringe filled with water. When the proximal line was flushed, water leaked from a hole in the juncture hub. The distal line flushed as expected. A manual tug test confirmed that both extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The complaint of a juncture hub leaking in use was confirmed by complaint investigation of the returned sample. The juncture hub was found to have a hole in it just distal to the suture wings. The sample met all relevant dimensional testing, and a device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample returned, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflexwill continue to monitor and trend for reports of this nature.

Event description:
It was reported the hub was broken and leaked during infusion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the hub was broken and leaked during infusion. No patient harm reported. The patient's condition is reported as fine.